Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote transmission was sent due to patient's heart palpitations and fast ventricular heart rate. There appeared to be atrial undersensing on presenting and stored electrograms. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.